Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The microsensor was returned for evaluation. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found a slight film on rtv. There was no visible damage to the catheter or connector. The device failed water pattern #1 drift; cleaned rtv; passed the water pattern #2. However, this would not have an effect on the reported issue. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to determine the cause. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10815 for information regarding the additional device reported in this event.

Event description:
As reported by the rep, two microsensors had no icp readings 24-48 hours after implantation, they were utilized with a directlink. The devise were removed and replaced. This is the second of 2 products for this event.